Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous proximal left anterior descending (lad) artery. After placement of a balance middle weight (bmw) guide wire, pre-dilatation was performed with the 2.5x15mm trek balloon dilatation catheter (bdc) at 12 atmospheres (atm); however, during a second inflation at 14atm, the balloon ruptured and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.75x28mm xience xpedition stent implant was deployed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.